Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3887-33, lot# j0114360v, implanted: (B)(6) 200, product type: lead. Product ID: 3887-33, lot# j0114360v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was in an accident and it seemed the leads were in the wrong spot since the accident. Therapy was not working since the accident. This occurred (B)(6) 2014. The patient reported that the healthcare provider (hpc) thought the device may need to be replaced.

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The ins was ¿disconnected and turned off,¿ because of an accident on thanksgiving. The leads came completely out of the ins. It was noted the patient was going to have an MRI of the shoulder but it was not related to therapy. It was unknown if the device was turned off by the physician or if the patient saw a manufacturer¿s representative (rep) to check the device.